Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter were overheating while plugged in. Subsequently, the customer experienced difficulty charging the pump with the usb cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Replacement cable and wall adapter was sent to the customer.